Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra smart meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and a review of the call by a medical surveillance specialist, since the patient could not be contacted for follow-up. The patient informed the csr that approximately three weeks prior to contacting lfs he obtained an alleged inaccurate high reading of ¿470 mg/dl¿ on the subject meter compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he manages his diabetes with a combination of insulins (lantus; 60 units, fixed dose and humalog; 15 units, self-adjusted). The patient explained that 4-5 hours after the alleged product issue began, the patient developed symptoms of ¿shaky, lightheaded and low energy¿, but did not specify whether he associated them with a high or low blood glucose excursion. He explained that because of his symptoms he ¿rested¿ and that one to two days after the alleged product issue began, he called his doctor to discuss his diabetes management routine and increased his humalog dose from 15 units to 40 units. The patient explained that at the time of the alleged product issue, he performed a blood glucose test on his friend¿s meter (unspecified device) and obtained a reading of ¿140 mg/dl¿. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The csr noted that the test strips were not within expiry (april 2017). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an inaccurately high blood glucose reading on the subject meter. Although the reported treatment of increased medication is consistent with the patient¿s allegation of an inaccurately high result, there is insufficient evidence to confirm this was the actual treatment administered in response to the reported symptoms (which may relate to hypoglycaemia). As stated previously, the patient could not be contacted for follow-up.